Event description:
It was reported that 42 days after implant, the patient felt an "electrical shock" through the patient's body. The device was checked and did not show that the device had delivered a shock. The patient reported that the physician said that is was not a phantom shock either. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.